Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 12.9cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was in the superior vena cava (svc). The ra lead exhibited no capture and undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.